Event description:
After receiving lasik eye surgery from dr (B)(6) in 2000 I have suffered from dry eye, halo effects around lights, and poor vision in darkness. Furthermore, my vision has gradually deteriorated since receiving this surgery, despite initial improvements. I cannot pass a driving test now and require corrective lenses to drive. Lasik needs to be studied long term, over the course of a life span as there are many cases like mine and few are being reported.